Manufacturer narrative:
The device was returned to the factory for evaluation. Slight evidence of clinical use was observed. No evidence of blood was observed. A visual inspection determined that the hot jaw heater wire was detached at the tip of the jaw and was also bent. Based on the returned condition of the device the reported complaint was confirmed for "bent/detached heater wire". The device history record (DHR) was reviewed the records show that the lot conformed to all applicable. The confirmed failure mode has been investigated in the CAPA system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion separated from the device upon removal from box.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).